Manufacturer narrative:
Concomitant product:: d224drg ICD implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds, high impedance, high sensing integrity counter (sic), and had an apparent fracture. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.